Event description:
It was reported that the hub of the recanalization catheter broke during flushing and saline was exiting the back end of the catheter. There was no reported patient involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21cfr part 803. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there wa a manufacturing related cause for this event. The device was returned for evaluation and a complete circumferential break was observed at the strain relief. The location was observed under magnification (microscope20x). The outer catheter also appeared to have a break at the same location as the strain relief. The edges of the break were jagged. The core wire remained intact. The investigation is confirmed for break. The definitive root cause could not be determined based upon available information. It is unknown if the manner in which the device was removed from the packaging contributed to the reported failure.